Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report # 1627487-2012-00843 and 1627487-2012-00844. The pt ((B)(6)) has two ipgs and four percutaneous leads all from the same lot. It was reported the pt's scs devices were explanted due to a systematic infection. A culture was taken; however, the results have not been disclosed. Skin flora is suspected. Information on the treatment regime was not provided to the manufacturer.